Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator was hospitalized for kidney failure. The patient has frequently been admitted to the hospital since receiving their implant due to urinary tract infections (uti) and retention that had resulted in kidney issues. The patient also had a foley catheter placed. The patient had been adjusting their programming to attempt to find the most ideal setting. There were no additional patient complications.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Correction: coding update to block h6.

Event description:
It was reported that the patient with this neurostimulator was hospitalized for kidney failure. The patient has frequently been admitted to the hospital since receiving their implant due to urinary tract infections (uti) and retention that had resulted in kidney issues. The patient also had a foley catheter placed. The patient had been adjusting their programming to attempt to find the most ideal setting. There were no additional patient complications.